Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room with a driveline infection, believed to be water born from poor bathing technique. The driveline has also been tugged recently from the patient dropping his controller. This was a deep driveline infection as it had evidence of being under the skin. Blood was negative. The patient received a PICC (peripherally inserted central catheter) line for intravenous antibiotics. Two grams of vancomycin were given and piperacillin-tazobactam every six hours was started. The patient was discharged on cefepime.